Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. The proximal aortic diameter was noted as 21mm and 23mm in length and angulation of 30 degrees. Slight vessel calcification was reported. It was reported during the index procedure, the physician could not implant the endurant limb (etlw1620c124ej) due to severe vessel tortuosity at the access route. The outer sheath was noted to be frayed and considering the risk of vessel damage if delivery of the device was continued the physician retracted the device and a limb of a non mdt device was implanted successfully. Per the physician, the cause of the event was related to vessel tortuosity. No additional clinical sequelae were reported and the patient is fine.